Event description:
The pt had a delivery by caesarean section. After delivery was completed, electro-coagulation was used during closure, with no unusual events. The surgeon also decided to remove a nodule located at an external edge of a former laparoscopic scar using electro-coagulation. It was reported that during the removal of the nodule, the surgeon replaced the disposable scalpel and that nodule removal was eventually completed by classical resection and coagulation of the skin, and surgery was finished without electro-coagulation. Upon removal of the drapes, the surgical team had an unusual smell of burned tissue; it was alleged that a third degree burn had occurred under the electrosurgical pad.